Event description:
It was reported that the patient experienced shortness of breath with exercise, as well as diaphragmatic stimulation with ventricular pacing. The ventricular lead pacing output was reprogrammed, and the device upper tracking rate will be reprogrammed in order to treat the shortness of breath. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.